Event description:
The following was reported to hamilton medical ag: to recheck the patient's cerebral hemorrhage, a head CT scan was performed with a transport ventilator. When transported to the ward corridor, it was found that the patient's blood oxygen had decreased, and the transport ventilator indicated an oxygen cell malfunction. Immediately return to the hospital bed and connect to the desktop ventilator. After the patient stabilizes, replace the transport ventilator and complete the CT examination. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: to recheck the patient's cerebral hemorrhage, a head CT scan was performed with a transport ventilator. When transported to the ward corridor, it was found that the patient's blood oxygen had decreased, and the transport ventilator indicated an oxygen cell malfunction. Immediately return to the hospital bed and connect to the desktop ventilator. After the patient stabilizes, replace the transport ventilator and complete the CT examination. No patient harm or consequences.